Event description:
During the procedure the-pencil remained active, problem was unnoticed and the pencil was put down on pt skin. The physician noticed that the skin was burned over a surface the size of a dime. The pencil was changed immediately.